Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: using an implant that was too long or installing the implant too deep. Model number. Lot number, exp date, manufacture date and gtin: 1st (superior): ifuse implant, p/n 7060-90, lot# 166611, mfd. 10/18/13, exp. 2018-10-18, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7055-90, lot# i0924, mfd. 01/22/14, exp. 2019-01-22, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2014 where three implants were installed. The patient later reported to a different surgeon with complaints of ongoing radicular. The surgeon determined that the most cranial and middle positioned implants were impinging on the neuroforamen causing radicular pain. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the most cranial and middle positioned implants with chisels and replaced them with new hardware. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.